Event description:
Allergan sales representative reported the removal of a lap-band system related to an infection. The surgeon mentioned the following: "infection - lots of stranding and inflammation and some whitish substance - pus noted." The reported alleged event was first noticed based on "constant nausea and epigastric pain." Additional information received: "unable to get specimen for culture. Tubing sent for cultures but results came back no growth - I think it was not sent to the lab in correct median. The patient had been re-admitted to (B) (6) [medical center] with an elevated wbc and stranding on CT scan." Additional follow-up with the surgeon is in progress.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Infection, pain, and nausea are surgical/physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported events of pain and nausea as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and....port site pain. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."